Event description:
After over drilling the k-wire for the lag screw with the step drill for the lag screw, the surgeon noticed that the k-wire went to the acetabulum into the lower abdomen. At this time the targeting sleeve was not tightened to the carbon fiber targeting device. This was maybe one of the reasons that the k-wire went into the lower abdomen, because there was some movement between step drill and carbon targeting device. Operation was completed successfully. About 4 hours later the pt became unstable. The iliac vein was perforated and pt died. The surgeon can't confirm if the k-wire for the lag screw had been re-used or bent during the operation.